Event description:
Customer reports an infusor containing 2100mg of 5fu in d5w to a total volume of 84ml overinfused over 5.5 days instead of an anticipated 7 days. Customer reports no death or pt injury associated with this report.

Event description:
Customer reports an infusor containing 2100mg of 5-fluoro-uracil in 5% dextrose in water to a total volume of 84ml overinfused over 5.5 days instead of an anticipated 7 days. Customer reports no death or pt injury associated with this report.